Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was travelling out of the country, they heard an alert. The patient went to the hospital but was sent back to the hotel before the source of the alert was determined. Later, the patient received inappropriate shocks due to oversensing/noise on the right ventricular (rv) lead. The lead was suspected to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.